Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level and low blood glucose level. The customer's blood glucose level was 30 mmol/l and 30 mg/dl. The customer did experience symptoms such as nausea as a result of high blood glucose. The troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.